Manufacturer narrative:
The event of lymphoma alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was lymphoma alcl. Further information from the reporter regarding event, product, or physician details cannot be requested at this time. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Regulatory affairs reported right side swelling, later diagnosed and confirmed as alcl lymphoma. Markers of ¿aspirate cd30+/ alk- alcl" were reported. Treatment included ¿total capsulectomy and implant removal.¿ the device has been explanted.

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).